Event description:
It was reported by service report that the base hood was cracked with exposed sharp edges. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result code: base hood.